Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported slda. The reported poor image resolution appears to be related to patient anatomy. The reported mitral regurgitation was a cascading events of the slda. The reported dyspnea appears to be cascading effects of the recurrent mr. Dyspnea and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted without issues. However, it was noted that difficulties visualizing the clip during the procedure occurred. The clip was ultimately implanted, reducing mr to a grade of 1. It was noted that the clip appeared to be stable. On (B)(6) 2025, the patient presented to the hospital with shortness of breath. A transthoracic echocardiogram (tte) was performed and revealed that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On the same day, a second mitraclip procedure was performed, and one clip was implanted, reducing mr to a grade of 1.